Event description:
It was reported to philips that the system's flexarm was unable to move via the geometry module. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was completed as planned. A philips field service engineer (fse) went onsite and checked the system. To resolve the issue, fse worked on the c-arm movements, reset certain pacs transmissions, and rebooted the system for the c-arm. Despite this, the issue involving the flexarm's inability to move via the joystick reoccurred. This was subsequently resolved when the philips engineer replaced the amc drive and longitudinal drive assembly under a separate work order. As a result, the system was restored to optimal working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the system functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.